Manufacturer narrative:
Result: foot board module.

Event description:
It was reported by service report that the footboard controls were missing, there was no power to the litter, and the power cord had missing prongs. No pt involvement or adverse consequences are reported.